Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Event description:
It was reported during an atrial fibrillation (afib) procedure, the body surface (bs) ECG signals got lost during ablation and all intracardiac (ic) signals had a flat line. The case was completed and there was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event on (B)(6) 2013. All signals were lost including the ic signals. The signal loss occurred on both the carto 3 system and ep recording system at the same time. The physician was able to continue with the procedure as the signal loss only occurred during ablation and stimulation. The signal loss that occurred during ablation was while using a smart touch catheter. It was confirmed that there was no patient injury in this procedure. The signal loss on all the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto 3 system and ep recording system at the same time is indicative of a reportable event, thus marking (B)(6) 2013 as the alert date for this report.

Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation (afib) procedure, the body surface (bs) ECG signals got lost during ablation and all intracardiac (ic) signals had a flat line. The case was completed and there was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. All signals were lost including the ic signals. The signal loss occurred on both the carto 3 system and ep recording system at the same time. The physician was able to continue with the procedure as the signal loss only occurred during ablation and stimulation. The signal loss that occurred during ablation was while using a smart touch catheter. It was confirmed that there was no patient injury in this procedure. A defective bs ECG cable caused the issue. A replacement bs ECG cable was sent to the account. The bwi field service engineer confirmed that the css replaced the bs ECG kit. The bwi field service engineer followed up with the account and the css confirmed that during the procedure that was performed after the bs ECG cable replacement, the signals were all very clean. The replacement of the bs ECG cable resolved the issue. The system is operational. A device history record (DHR) review was performed. No anomalies were noted in manufacturing or service. An internal corrective action has been opened to address the bs ECG cable failures in the field.